Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon pacemaker interrogation on (B)(6) 2019, the atrial lead impedance was normal. Mode switch episodes recorded in the device memory since 2 (B)(6) 2019 showed noise oversensing at 125 ms on the atrial channel. It was suspected that the noise oversensing was attributable to minute ventilation pulse oversensing due to an atrial lead fracture. The atrial lead impedance was measured again and was found saturated at 3000 ohms. The pacemaker was reprogrammed in vvi mode 50 min-1 and it was decided to follow-up the patient. Based on preliminary analysis, an atrial lead issue and/or lead-pacemaker connection issue at atrial level are suspected.

Event description:
Reportedly, upon pacemaker interrogation on (B)(6) 2019 the atrial lead impedance was normal. Mode switch episodes recorded in the device memory since (B)(6) 2019 showed noise oversensing at 125 ms on the atrial channel. It was suspected that the noise oversensing was attributable to minute ventilation pulse oversensing due to an atrial lead fracture. The atrial lead impedance was measured again and was found saturated at 3000 ohms. The pacemaker was reprogrammed in vvi mode 50 min-1 and it was decided to follow-up the patient. Based on preliminary analysis, an atrial lead issue and/or lead-pacemaker connection issue at atrial level are suspected.

Manufacturer narrative:
Please refer to the attached analysis report.